Event description:
A male had another manufacturer's graft implanted to repair aaa on an unknown date. The device developed a type I endoleak, so in 2008, the physician placed a main body extension graft above the other manufacturer's endoprosthesis. The next day, the physician explanted both devices, because the patient showed signs of continued type I endoleak, and at this, time we do not know if the endoleak was attributed to the zenith device or the other manufacturer's endoprosthesis. Once the physician explanted the devices, he sewed in a dacron graft. The patient again showed signs of a type I endoleak so, at about two months later, he opened a renu device but did not use it. The physician decided to place a main body extension and successfully resolved the endoleak.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. No product was received to assist in this investigation. An internal clinical review indicated the event may have been due to migration of another manufacturer's device. We will continue to monitor for similar events.